Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient was not feeling stimulation while therapy was on. The patient stated that the implantable neurostimulator (ins) keeps intermittently turning off. Turning therapy on did not resolve the situation. Patient had a surgery on an ovarian cyst around the time this issue began and the device was not turned off. Patient was going to call hcp for an appointment to determine the cause of the issue and have the complete system checked. The symptoms reported were: return of symptom, leakage, unable to control bladder, painful stim, ins turning on and off by itself intermittently the patient reported that it started 4 months ago but agreed it was month and year above when it began. Patient stated that for the 1st time last night, she has pain and she had to decrease stim. The circumstances leading up to this pain was that she felt stim cease and symptom began to return. She checked ins with pp and ins were off. Patient turned back on, same program, same settings and that was when she had the pain and decreased stim which resolved the pain issue. The patient indicated that the symptom /therapy were sudden. The patient¿s indicators were fecal incontinence gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.